Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this unit was not used for a long time. When checked, ac mains is not showing, and battery is completely discharged. Machine was not switching on in both battery and ac mains. No patient involvement.